Event description:
It was reported that this artificial urinary sphincter was not working due to a fluid leak in the cuff. The device was explanted and replaced. No patient complications were reported.